Manufacturer narrative:
(B)(4) method: the subject mr850 respiratory humidifier was not returned to fisher & paykel healthcare. Results: the customer reported that the audible alarm was not functioning. Conclusion: without the return of the device, we are unable to confirm or determine the cause of the reported fault. The mr850 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual. Checking and performance testing of the mr850 respiratory humidifier. In addition, the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation". The mr850 is equipped with visual alarm indicators in addition to the audible alarm.

Event description:
A healthcare facility in kentucky reported that the audible alarm of a mr850 respiratory humidifier was not functioning. There was no patient involvement reported.

Manufacturer narrative:
(B)(4). Fisher & paykel (f&p) healthcare is currently in the process of finalizing the investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in kentucky reported that the audible alarm of a mr850 respiratory humidifier was not functioning. There was no patient involvement reported.